Event description:
It was reported that this insertable cardiac monitor (icm) device reached end of service (eos) battery status a few hours after implant. Boston scientific technical services (ts) requested engineering analysis. Boston scientific engineering provided eos battery status was triggered by having three (3) battery measurements below threshold and the root cause is unknown. They noted this icm device should be returned for detailed analysis. Subsequently, the patient underwent a surgical procedure to have their icm device replaced. No adverse patient effects were reported. This icm device has not been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. A review of device memory found intermittent low voltage measurements due to some radio frequency measurements being below the acceptable threshold. This condition caused the device to reach end of service (eos) battery status prematurely. Testing was completed to assess device functionality and measurements throughout these tests were within normal limits. The results of device analysis confirmed the battery to be depleted; however, the root cause was unable to be determined.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached end of service (eos) battery status a few hours after implant. Boston scientific technical services (ts) requested engineering analysis. Boston scientific engineering provided eos battery status was triggered by having three (3) battery measurements below threshold and the root cause is unknown. They noted this icm device should be returned for detailed analysis. Subsequently, the patient underwent a surgical procedure to have their icm device replaced. No adverse patient effects were reported. This icm device has been returned, and analysis has been completed.